Event description:
Reportedly, the user could not hear with the device and a device defect was assumed.the user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user could not hear with the device and a device defect was assumed. The user was reimplanted.

Manufacturer narrative:
Conclusion: based on measurements performed during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the lack of benefit for the recipient seems to be non-device related. This is a final "report".